Event description:
Review of medical records by the post market clinical staff revealed that a patient was hospitalized on (B)(6) 2014, due to hypotension, secondary to aggressive peritoneal dialysis. Patient was discharged on an unknown date. As of (B)(6) 2014, the patient continues peritoneal dialysis treatment without any further issues, and the patient continues to experience hypotension.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.